Event description:
During service by baxter, a technician reported the colleague infusion pump's event history was found to contain a malfunction of an 810:11 failure code caused by an out of calibration ail pcb (air in line printed circuit board). There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. No additional information was available. This is involving a pump with software version 6.13.90 which is categorized as colleague 2006. This device originally came in for recertification.

Event description:
Per the audiologist, the pt reported pain when the cochlear implant system was activated. Reportedly, the pt has an ossified cochlear and only a partial insertion of the electrode array was achieved during the implant surgery. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with two electrode anomalies. The pt's device was explanted in 2009, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
(B)(4)